Manufacturer narrative:
Additional mnh, mni, kwp, kwq. (B)(4). The reported event required medical/surgical intervention to preclude permanent damage to a body structure. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient was operated for the first time with degenerative pathology with fixation of transpedicular screws in s1 and l5. After days of operation, the patient presented pain which is why an x-ray examination was performed and it was observed that the system was disarmed. Therefore, the patient re-enters surgery on (B)(6) 2019 because three (3) clickx 3d heads were unstable, four (4) clickx locking caps were loose and the clickx pedicle screw was separated from the clickx 3d heads. The clickx 3d heads were released and it was decided to intervene to change the system. There was a twenty (20) minutes surgical delay. The procedure was successfully completed. The patient status was unknown. This complaint involves eight (8) devices. This report is for one (1) clickx pedicscr ø6.2 l45 tan dblue. This report is 8 of 8 (B)(4).

Event description:
Updated event description: it was reported that on march 8, 2019, the patient was operated for the first time with degenerative pathology with fixation of transpedicular screws in s1 and l5. After days of operation, the patient presented pain which is why an x-ray examination was performed and it was observed that the system was disarmed. Therefore, the patient re-enters surgery on (B)(6) 2019 because three (3) clickx 3d heads were unstable, four (4) clickx locking caps were loose and the clickx pedicle screw was separated from the clickx 3d heads. The clickx 3d heads were released and it was decided to intervene to change the system. There was a twenty (20) minutes surgical delay. The procedure was successfully completed. The patient status was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot. Part: 498.563. Lot: 7980332. Manufacturing site: mezzovico. Release to warehouse date: 04. July 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It was reported that on march 8, 2019, the patient was operated for the first time with degenerative pathology with fixation of transpedicular screws in s1 and l5. After days of operation, the patient presented pain which is why an x-ray examination was performed and it was observed that the system was disarmed. Therefore, the patient re-enters surgery on (B)(6) 2019 because three (3) clickx 3d heads were unstable, four (4) clickx locking caps were loose and the clickx pedicle screw was separated from the clickx 3d heads. The clickx 3d heads were released and it was decided to intervene to change the system. There was a twenty (20) minutes surgical delay. The procedure was successfully completed. The patient status was unknown. This complaint involves eight (8) devices. Investigation flow: functional and visual (appearance not as expected). Device condition: visual inspection performed at customer quality (cq) identified worn and stripped conditions on the screw cannulation. No further issues were noted. No x-rays were provided to confirm the complaint condition. The given complaint condition does not agrees with the returned device condition. Therefore, the complaint was not confirmed. Functional analysis: functional analysis was not performed due to mating device was not returned. Document/specification review: relevant drawings for the returned instrument were reviewed (both from the time of manufacture and present revision) and no design issues were identified. Dimensional analysis: dimensional analysis was not performed on the device since wear from implantation, use and explanation may have altered dimensions which aligns with complaint condition. DHR review: returned device was manufactured at mezzovico site on (B)(6) 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.